Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (code 103) has been confirmed. The cause of the code 103 was due to the cables being pulled from the strain relief. When the rear therapy electrode cable was pulled from the distribution mode, the gel wires were detached from the belt node pca, resulting in a code 103. The root cause of the pulled cables was likely due to excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.

Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male patient that had shown a service code 103. The patient's electrode belt was replaced.